Manufacturer narrative:
The insulin pump passed the self test and displacement test. Hardware low level failure alarm(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error. Customer¿s blood glucose level was 6.3 mmol/l. Customer was able to perform self-test the insulin pump. Customer was able to complete prime process. The insulin pump will be returned for analysis.